Manufacturer narrative:
Follow up 19-oct-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer on (B)(6) 2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted around (B)(6) 2012. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff advised that her coils were properly placed. Her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, dental problems, chronic fatigue, pain during intercourse, excessive rashes, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician in but was unable to resolve her symptoms. On or around (B)(6) 2016, she underwent a hysterectomy to remove her essure coils. Company causality comment:this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/crippling back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), intervertebral disc degeneration ("degerative disk disease") and intervertebral disc protrusion ("herniated pressing on nerve"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, dyspareunia, rash, alopecia, intervertebral disc degeneration and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, intervertebral disc degeneration, intervertebral disc protrusion, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events:degenerative disc disease, herniated disc were added from social media. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/crippling back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), intervertebral disc degeneration ("degerative disk disease") and intervertebral disc protrusion ("herniated pressing on nerve"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, dyspareunia, rash, alopecia, intervertebral disc degeneration and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, intervertebral disc degeneration, intervertebral disc protrusion, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and embedded device ('wire embedded within the lumen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, endocervical squamous metaplasia, leiomyoma of uterus, unspecified, uterine bleeding, obesity and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("chronic back pain/crippling back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), intervertebral disc degeneration ("degerative disk disease") and intervertebral disc protrusion ("herniated pressing on nerve"). The patient was treated with surgery (da vinci-assisted hysterectomy with bilateral salpingectomy and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, dyspareunia, rash, alopecia, intervertebral disc degeneration and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, embedded device, fatigue, intervertebral disc degeneration, intervertebral disc protrusion, pelvic pain, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: wire embedded within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information, patient medical history, event: embedded device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.